Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve fall off with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and, although the sleeve of one sample appeared not to be attached properly, it was found to be firmly attached to the hub. No damage or looseness was observed with the sleeves of the remaining samples. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for the sleeve fall off with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that the rubber covering the non patient end of the needle leaked on a bd multi-sample needles¿ during use. The nurse reacted to the blood leaking and received a needle stick injury. No medical intervention reported.